Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the temperature at the elbow of the device and the base was 104 degrees which was above the operational specifications (103 degrees). Therefore, the reported condition was confirmed. During repair it was observed that the gears and bearings were corroded causing the device to exceed the operational specifications. It was determined that this issue was consistent with normal wear over time. The assignable root cause was determined to be due to worn out bearings and gears from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device was running hot. It was reported that this was discovered during a device inspection and was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.